Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Instrument b: batch # g5zd0d, exp date: 04/27/2015; mfg date: 05/27/2010; instrument c: batch # g5z93y, exp date: 04/21/2015; mfg date 05/21/2010; (firing trigger handle); the analysis results found that the ats45 device a was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The analysis results found that the ats45 device c, was returned with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during laparoscopic splenectomy procedure, the surgeon fired the first device using a white reload with gore seamguard with no issue. He then used a second device using a white reload with gore seamguard with no issue. The surgeon then used the first device for the second time but using a white reload with gore seamguard and it jammed. The fourth firing was with the second device but the second firing for that device using a white reload with gore seamguard and it jammed . Neither devices had fired. The surgeon now used a third device with a white reload and no gore seamguard and had to use additional force to fire; the gray firing trigger broke off of the device. The surgeon decided to convert to an open procedure and used the cut, clamp, and tie method to complete the procedure. No blood products were given, the patient is stable. Three devices will be returning for analysis. On what tissue type was the device used? Spleen at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second firing on 2 devices first firing on the third. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? Yes if so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.